Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. .

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a pigtail catheter. The patient had underlying emphysema. The lesion was located peripherally. The moderately sized pneumothorax was identified on a chest x-ray postop. The patient was stabilized and had a pigtail catheter placed. The patient was admitted to the hospital overnight and then discharged less than 24 hours after the procedure. Per the physician, it was very possible the patient would have had a pneumothorax with other modality, but it was hard to know for sure. The physician did not believe there was malfunction with the ion product system.